Manufacturer narrative:
Evaluation: the product was not returned or released to datascope for evaluation.

Event description:
The iab leaked during insertion. The iab was removed and another iab was inserted. Inspite of several calls to the facility, the iab was never returned to datascope for evaluation. Event complications: unk - rpt'd 1/21/97. Pt current status: unk - rpt'd 1/21/97.